Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in-clinic follow-up check with this subcutaneous implantable cardioverter defibrillator (s-ICD), an induction was commanded inappropriately and induced the patient into ventricular fibrillation (vf) for one second. The rhythm converted on its own with no harm to the patient or required intervention.